Manufacturer narrative:
Additional information was received and it was learned that the zxr00, sn: (B)(4) was originally implanted on (B)(4) 2016. Patient states found the halos debilitating especially at night and he felt that he could not drive at night. The lens was exchanged for a pcb00 intraocular lens (iol) with a higher diopter size. No further information was provided. Age/date of birth: (B)(6). If implanted, give date (B)(6) 2016. Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported issue could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Correction data: upon further review of the complaint folder it was observed that the first follow up report indicated a wrong implant date ((B)(6) 2016). The correct implant date for this event is (B)(6) 2016. If implanted, give date: (B)(6) 2016. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Age/date of birth: unknown, not provided. (B)(6). If implanted, give date: unknown/ not provided. All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that after implantation of a zxr00 22.0 diopter intraocular lens (iol) the patient was experiencing halos which were debilitating and he did not feel safe when driving at night. He was very unhappy with the symfony and ended up opting for monovision lens. No further information was provided.